Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 585 mg/dl. The customer did nor report any symptoms and was treated at the hospital treated manual injections and with a bolus. Customer reported that the high blood glucose levels began on (B)(6) 2018 and was treated at the hospital for high blood glucose. Troubleshooting was performed. . The device settings were correct. . Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.